Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0504 - leak / splash.

Event description:
A leak of drug under the plunger. Drug is normal saline the drug leaks when removing bubbles in syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the drug leaks under the plunger. To aid in the investigation, one hundred samples in sealed packaging blisters were received for evaluation by our quality team. Twenty-five samples were randomly selected for evaluation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for leakage and passed. A device history record review was completed for provided material number (B)(4), lot 2298172. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
No additional information received a leak of drug under the plunger. Drug is normal saline the drug leaks when removing bubbles in syringe.